Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, tested it, and observed ¿gas gain error¿ in the fault log. The fse then attached an intra-aortic balloon (iab), and attempted an autofill; however, it failed. The fse reseated the pneumatic module assembly (pim), and made another autofill and was completed. As a precautionary measure, the pim was replaced due to in failing autofill and drifting of shuttle transducer causing ¿gas gain message¿. A preventive maintenance was then performed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the issue. The fse tested the iabp and was able to reproduce the issue. The pim was reseated and an autofill was completed. The pim was replaced as a precautionary measure. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss error message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.